Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1500 mg/dl and diabetic ketoacidosis, due to needing a settings adjustment. A system check was performed, and it was found that the customer was using the cartridge and insulin beyond labeling. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2018 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.